Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was in the 400's mg/dl at the time of incident. Troubleshooting found that the pump got wet after the customer jumped in the pool and pump did not function after that. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack, the motor also; upon visual inspection moisture damage was noted on the keypad assembly. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display also, unable to confirm button error alarm due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked reservoir tube and broken battery tube threads.